Manufacturer narrative:
Model number/catalog number: sc-2316-50e, serial number:(B)(4), batch/lot number: 5114920, model/catalog description: infinion 16 trial lead kit 50 cm. The trial leads were not returned to bsn.

Event description:
A report was received that the patients trial was aborted as there was a lot of scar tissue that made it difficult for the lead to be pushed up. The patient also had a cerebrospinal fluid leak and headache was noted. The patient was given a blood patch and was reportedly doing well.